Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, h.6.

Event description:
Patient reported "breast cancer" considered not device related. Patient also reported "lump or thickening in or near the breast or in the underarm area¿. Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: nodule. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "breast cancer" considered not device related. Patient also reported "lump or thickening in or near the breast or in the underarm area¿. This record is for the left side. The device was explanted.